Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a elevation in threshold was discovered. A lead revision was performed and the lead was explanted and replaced. The patient is in good condition and had no adverse consequences. The patient is part of the (B)(6) study - patient (B)(6).